Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
Subsequent to the initially filed MDR report, the following information was received: it was reported that suture placement in the right common femoral artery using a 3 prostyle device using the pre-close technique via an 8f sheath hole prior to a cryoablation electrophisiology interventional procedure. Femoral imaging was not performed. The suture of one prostyle device was successfully placed. The sheath was upsized to a 13f sheath and the cryoablation electrophisiology procedure was completed. Reportedly, all steps were performed correctly; however, hemostasis was not achieved when the knot was advanced.two additional prostyle device sutures were deployed and the knots advances and tightened as intended; however, hemostasis was still not achieved. Manual compression was applied to achieve complete hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, three prostyle devices were used and all steps were performed correctly; however, hemostasis was not achieved when the knots were advanced. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.